Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 8. Details of surgery: immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.